Manufacturer narrative:
Evaluation results: failure to follow instructions (resistance was encountered on advancement towards the target lesion and force was used in an attempt to position the device). (Insufficient information to determine root cause). Inherent risk of procedure (failure to deliver stent and stent deformation). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation) . User error caused or contributed to event (resistance was encountered on advancement towards the target lesion and force was used in an attempt to position the device). (Insufficient information to determine root cause). (B)(4).

Event description:
The physician intended to deploy a 2.75mm diameter x 14mm length resolute integrity drug eluting stent. The target lesion was in the rca. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. A pre-dilatation was carried out. The device was advanced, resistance was encountered and a little force was used but the device could not reach the lesion. It was reported that the stent was damaged. Another stent was used to complete the procedure. There were no patient complications reported for this event. Device evaluation: the guidewire entry port was torn. The hypotube was kinked immediately distal to the end of the strain relief. The distal tip was flared. The stent was present on the balloon but was stretched and deformed.